Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the patient died. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A 12 x 3.50mm promus premier drug-eluting stent was advanced and successfully deployed. Following deployment, the patient was transferred to a cardiac care unit, where the patient experienced chest pain and progressed to cardiac arrest. Cardiopulmonary resuscitation was performed immediately; however, the patient did not survive. The official cause of death was cardiac arrest, and no autopsy was performed.